Manufacturer narrative:
While a nihon kohden clinical application specialist was at a hospital, the anesthesiologist reported that the screen for the g9 core unit was dim. He was unable to see any waveforms or numerical values but he was able to see a dimly light mouse cursor. Troubleshooting was attempted, and it was found that removing the unit from the dock resolved the issue. The device was returned to nihon kohden for evaluation and an exchange unit was sent to the customer. No harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
While a nihon kohden clinical application specialist was at a hospital, the anesthesiologist reported that the screen for the g9 core unit was dim. He was unable to see any waveforms or numerical values but he was able to see a dimly light mouse cursor.

Manufacturer narrative:
Details of the complaint on 06/19/2018, customer at kaiser permanente reported the core unit - g9 (cu-192ra sn: (B)(4)) screen was dimmed out. Customer was unable to see any waveforms or numerical values. Nothing he did would bring the screen back up except removing the input unit from the dock. Once the unit was removed, the screen went back to normal. Issue occurred once on this unit, and twice on another g9 unit (sn: (B)(4)). Service requested exchange. Service performed: exchange; logs collected for investigation. Investigation result: per nkc DHR (attached), the unit has had no history of ncmr, deviation, or CAPA during manufacturing of the device. The device has not been refurbished and there were no discrepancies or unusual findings before device release that might relate to the reported issue. Review of device sap history found no previously reported issues with the unit. Similar tickets review of keywords "cu-192ra display" yielded 18 results. One notification was found to be relevant: (B)(4) reported by same customer as second unit with issue. Keywords "cu-192ra screen" or "cu-192ra dim" found no other relevant tickets. (B)(4) was initiated on 07/17/2018 after nka qa evaluation was unable to replicate the issue. Nkc investigation result is summarized below: review of log information was unable to confirm the issue. Visual inspection of the unit was unable to find damage. The reported issue could not be reproduced at nkc. The root cause is determined to be a temporary abnormal condition in the communication with input unit. Issue appears to be isolated to customer facility. Occurrence of two reported issues does not suggest an adverse trend. This issue is not suspected to be caused by deficient design. Additional information: if follow-up, what type?: additional information, device evaluation.

Event description:
While a nihon kohden clinical application specialist was at a hospital, the anesthesiologist reported that the screen for the g9 core unit was dim. He was unable to see any waveforms or numerical values but he was able to see a dimly light mouse cursor.